Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door won't latch through identification of multiple door jammed alarms within the device history log, but could not reproduce it during evaluation. Evaluation determined the cause to be cracks in the threaded insert boss of the front case which caused separation between the case and pumping mechanism. This results in excessive force being required to close the door. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door which will not latch. Any patient involvement, injury or medical intervention is unknown.